Event description:
It was reported that a malfunction occurred with the customer's pump, displaying a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections as a backup therapy, and tandem technical support arranged to replace the malfunctioning pump, instructing the customer on how to put the pump into storage mode and return it via a prepaid label.